Event description:
Device malfunction: none. Time of symptoms/ae: 7 months post-procedure. Symptoms/ae: groin pain. It was reported approximately 7 months prior, a trained physician successfully completed arteriotomy closure using the starclose device after an interventional procedure. The patient complained of consistent groin pain which has worsened over time. A doppler ultrasound and MRI were performed and no hematoma was noted. The pain was reported as site specific to the groin access site and not leg pain. We have received additional information that the patient was given a steroid injection by a general surgeon and is doing much better. No additional information available.

Manufacturer narrative:
.